Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Metal spring fell out of the brush head and into mouth [device breakage]. No adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that on (B)(6) 2015 when he or she was brushing his or her teeth with an oral-b rechargeable toothbrush, version unknown, the metal spring fell out of the oral-b dual clean brushhead and into his or her mouth. This was the first time that he or she had used these particular brushheads. No symptoms developed.